Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, patient was admitted with chest pain from an unknown cause of 3 months. On (B)(6) 2014, a 2.25 x 15 xience prime stent was implanted in the left anterior descending artery. Patient was discharged on (B)(6) 2014, and continued taking medication. On (B)(6) 2014, the patient was admitted with chest pain of 3 days. Medications were administered and the patient was discharged on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.